Event description:
Microwave percutaneous ablation antenna malfunctioned during use. Electrode "antenna" inserted into patient's kidney. When connected to machine it came up e90 (error code). Called company and representative. Error to temp. Monitoring on antenna. Dr waited for call back from company engineer. Cutting wire not effective. Electrode removed from patient and replaced with new one. Surgery completed without further incident. Delayed procedure approximately 40 minutes, so increase anesthesia time).